Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that he experienced diabetic ketoacidosis (dka), resulting in medical intervention on (B)(6) 2015. Patient reported that on the evening of (B)(6) 2015, he was consuming large amounts of alcohol at the time of the reported event. Patient reported that his dexcom continuous glucose monitor (cgm) was working properly. Patient reported that his blood glucose (bg) was greater than >1000mg/dl. Patient is not aware of what dexcom cgm reading was at the time of the event. Patient stated that his girlfriend's sister called the paramedics. Patient was taken to the hospital where he was given insulin and fluids. Patient was released later that night. It was further reported that the patient's dexcom transmitter was thrown away during hospital visit. At the time of contact, patient reported current condition as being at home and "ok". No additional event or patient information is available. There was no alleged malfunction against the device. The complaint states that the patient experienced diabetic ketoacidosis (dka), resulting in medical intervention. It should be noted that diabetes mellitus is a known cause of dka.